Event description:
In 2007, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultrasmart meter date and time were incorrect. The medical coordinator specialist contacted the report to obtain additional information. According to the reporter, the date and the time issue started in 2006. She described the meter gaining time and date following the replacement of the batteries. Sometime in the same year, the patient was unable to recall the result he had just obtained on the reported meter. His sibling then looked into the meter's memory to see the last reading (reading cannot be recalled). Based on the "latest" reading in the memory, he administered 8 units of novo rapid insulin. According to the reporter the "latest" reading was not the correct reading, since the meter's date and time was incorrect. Following the administered dose of insulin, the patient developed symptoms described as "went low, dizziness, and almost fainting". The reporter assumed that while experiencing symptoms, his blood glucose level was tested and the result was around 2.5 mmol/l (45 mg/dl). The patient's mother further explained that they use the meter's memory to adjust the patient's insulin. For example, if his average over a certain amount of time is higher than it should be, they will increase his insulin. Because the meter's memory could not be trusted due to the date and time issue, they were not able to continue adjusting the patient's insulin this way. As well, they may have wrongfully adjusted the patient's insulin based on the incorrect meter average before the issue was discovered. The customer care advocate walked the patient through troubleshooting and the issue was resolved. Replacement products were not sent. The patient is visiting the us and indicated that he would contact canada-lfs for a replacement meter when he arrives back home. This complaint is being reported due the following conclusion: the reporter alleged that the patient developed symptoms indicative of hypoglycemia due to wrongfully adjusting his insulin based on the incorrect meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.